Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed hardware low level failure. The customer reported blood glucose values was 11.2 mmol/l at the time of incident. The customer was reported that the insulin pump had insulin flow blocked alarm. The customer was assisted with troubleshooting for insulin flow blocked alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Hardware low-level failures alarm confirmed in the insulin pump history due to broken trace on keypad assembly. Insulin pump passed the delivery accuracy test at 0.08735 inches.